Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were unable to charge their implantable neurostimulator (ins) on (B)(6) 2016; the patient saw the "check antenna" message along with the "reposition antenna" message on the ins recharger (insr). It was noted that the last recharge session was six months prior to the report, so an over-discharge was suspected. The patient also reported that he has had two occurrences of shocking and since then, the ins sometimes wouldn't charge. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as other chronic/intract pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.